Manufacturer narrative:
Corrected data: upon further review it was noted that different fields in section h, in the first supplemental MDR, have not been populated. Therefore, the following impacted fields have been updated to reflect the correct information. Section h2: if follow-up, what type? Correction, additional information, device evaluation populated. Section h3: device evaluated by manufacturer: yes. Section h6: type of investigation: 10, 3331, 4109 codes added. Section h6: investigation findings: 114, 213 codes added. Section h6: investigation conclusion: 67 code added. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: 7/19/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens, that was handled during loading. The lens was cleaned and haptic damage (bent) on both haptics, a detached portion of one haptic, and scratches on the optic body were observed. The complaint issue was confirmed. However, this can be attributed to handling, during loading and cannot be confirmed to be related to manufacturing. And therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had bent haptic/broken haptic. It was indicated that there was patient contact. However, it is not known if only the iol or the cartridge had patient contact. Follow-up noted that the patient was fine post-op. No adverse events. No other information can be provided.